Event description:
It was reported that the implantable pulse generator (ipg) single use device (sud) was reprocessed/re-sterilized by a third party, and the patient expired approximately two weeks later. Notifying competitor/non-(B)(6) FDA reporting per d00002958 rev v section 4.5. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).